Event description:
Status posterior lumbar fusion l2 to s1 and extension t-10 to s1; pt lifted object and heard a pop. X-ray revealed two broken rods. Surgeon removed the broken rods and revised using one (1) long rd. This is one (1) of two (2) reports for this event.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Extension t10 to s1 implanted 2008. The investigation could not be completed, no conclusion could be drawn, as no device was returned. A device history review has been requested.